Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) reported she had experience cramping in her stomach. The patient noted she did not try decreasing stimulation, but she was on one of the lowest settings. The patient noted she only had left and right sides to try. The patient noted she could not use the left side because she had a crushed nerve when she had a knee replacement and her left leg was paralyzed, which was pre existing, and when she tried to stimulation on the left side it made her foot numb. The caller stated she was just sitting on the couch and it was compressing her foot and the entire foot went numb. The caller switched to the right side and the numbness went away. The patient added the left foot being numb began on (B)(6) and cramping in the stomach began on (B)(6). Additional information from the patient on (B)(6) reported they were having urine leakage all the time and they were still walking up every 2 and a half hours. The patient noted on (B)(6) they woke up 4 times, but usually they wake up 10 times a night. The patient noted she was not voiding completely which she said was never an issue. The patient stated her leakage really started the most in the last 6 months. The patient noted she was still using pads. The patient noted on (B)(6) her whole leg went numb where she had nerve damaged from prior to the trial. There were no further complications that have been reported as a result of this event.